Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(4) 2018. It was reported that the pump serial number was unknown. The patient began to experience the increased pain "just before" (B)(6) 2017. It was clarified the report that the "catheter was outside" meant the catheter had migrated out of the intrathecal space. The problem resolved with the catheter change. It was indicated that the information provided had been confirmed with the hcp.

Manufacturer narrative:
Concomitant product(s): product ID: 8781, lot# 0213077582, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the patient experienced increased pain. It was reported that the doctor "program" a scan and they saw the catheter was outside. It was reported that the catheter was replaced. The catheter would not be returned as it was reported that it was lost. It was reported that there were no environmental factors that may have led to or contributed to the issue. It was reported that the issue was resolved at the time of this report. The patient status at the time of this report was unknown. No further complications were reported and/or anticipated.